Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the atrial lead exhibited atrial tachycardia/atrial fibrillation episodes on the stored egms due to lead noise. The patient was asymptomatic. Programming changes were recommended. The patient will continue to be followed-up normally.

Event description:
Additional information received indicated that programming changes were made and the patient was stable after the event.